Event description:
It was reported that the delivery device was not delivering enough steam during the water vapor thermal therapy procedure, and the steam spraying time was too short. A new delivery device was connected, but the same problem occurred. A third catheter was opened, and steam was slightly better than in the previously used devices, but the treatment effect was not sufficient, and the patient started to bleed. The procedure was completed with the third delivery device. This complaint refers to the second delivery device.